Event description:
It was reported that the insulin pump alarmed button error, which could not be cleared using the esc and act buttons. The reporter did not know the blood glucose reading. No significant events leading to the alarm were observed. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump had a button response due to corroded keypad traces. No button error alarm noted. The insulin pump had a cracked case on display window corners, cracked battery tube threads, cracked reservoir tub e, broken reservoir tube lip, cracked belt clip slot and minor scratches/cracked display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.